Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a pharmacist and describes the occurrence of paraesthesia ("transient paraesthesia of the face, hands and foot") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2018, the patient experienced sleep apnoea syndrome ("severe sleep apnea fitted with device"). On an unknown date, the patient experienced paraesthesia (seriousness criterion medically significant), sleep disorder ("sleep disorder"), insomnia ("insomnia") and memory impairment ("memory disorders"). Essure treatment was not changed. At the time of the report, the paraesthesia, sleep disorder, insomnia, sleep apnoea syndrome and memory impairment outcome was unknown. The reporter provided no causality assessment for insomnia, memory impairment, paraesthesia, sleep apnoea syndrome and sleep disorder with essure. The reporter commented: the cause of the apnea was not identified. All was fine from a ent stand point. The patient wanted to have the advice of the french health authorities regarding the causal relationship between essure and the adverse events to decide if she remove or not essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.